Event description:
It was reported that a patient underwent an explantation of an intraocular lens (iol) from the right eye in a secondary procedure due to experiencing symptoms of blurred vision accompanied with the inability to adapt to the multifocal lens. Additionally, it was stated that the patient was generally not happy with the quality of her vision in her right eye and could not tolerate the multifocal lens. There was no vitrectomy, and a new incision was created for the surgeon to explant the lens. It was further stated that the multifocal lens was replaced with a non-amo monofocal lens and the patient was doing well. No further information was provided.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. The returned sample was inspected at 10x microscope magnification which is our normal inspection magnification. Visual inspection revealed no cosmetic defect for the sample received. No product damaged and/or defects were observed in the returned sample. The product met the cosmetic inspection. A review of the manufacturing records showed no deviations or nonconformities. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
(B)(4): incision enlarged.explant of the intraocular lens.all pertinent information available to abbott medical optics has been submitted. Placeholder.